Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: did the patient have permanent damage? No. Did the patient need hospitalization or had hospitalization prolonged due to a product problem? No. Did the patient need to be reoperated to avoid or correct any damage? No. Did the patient have any serious damage? No.

Event description:
The hooks did not close. Patient consequence:no.

Manufacturer narrative:
(B)(4). Batch # p93g7u.device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the event reported.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.